Event description:
On oct-29-2021, the following information was provided to kci by the patient: the patient was allegedly not receiving v.a.c.® therapy supplies and upon receipt of supplies after five days, the patient presented to the emergency room visit where signs of a possible infection were observed. Approximately four days later, an infection allegedly manifested and were pending test results to verify an infection is present. On 08-nov-2021, the following information was provided to kci by the physician's nurse: it is unclear if an infection was present. On 11-nov-2021, the following information was provided to kci by the home health nurse: over the weekend, (B)(6) 2021-time frame, the patient removed the activ.a.c.¿ therapy system allegedly due to thick drainage and the patient's wife applied a wet to dry dressing with the v.a.c.® dressing in place. On (B)(6) 2021, upon removal of the alternate dressing, the nurse observed a foul odor with green drainage and a foreign material alleged to be v.a.c.® dressing was observed in the patient's wound. On (B)(6) 2021, the nurse reported the signs of an infection to the physician and on (B)(6) 2021, the nurse again contacted the physician regarding the signs on an infection. The physician requested the patient present to the physician's office, but the patient refused. On (B)(6) 2021, a wound culture was obtained, and the patient was prophylactically placed on antibiotic therapy pending culture results. On 19-nov-2021, the following information was provided to kci by the home health nurse: upon review of the patient's medical records, a wound culture was performed on (B)(6) 2021 with no receipt of the results to date. The nurse also noted the patient is currently not on antibiotic therapy. No additional information was provided. On 22-nov-2021, the following information was provided to kci by the patient: the physician prescribed the patient an antibiotic medication and informed the patient to not begin the antibiotic therapy until a wound culture is performed. Subsequently a wound culture was allegedly performed, date unknown, and the patient started the antibiotic regimen. The wound culture results were not provided to the patient and the infection has improved. The v.a.c.® dressing identifier was not provided and the product was not returned, therefore a device history record review and device evaluation could not be completed.

Manufacturer narrative:
The device identifier was not provided and the product was not returned. Based on the information provided, it cannot be determined that the alleged infection is related to the v.a.c.® dressing. During the (B)(6) 2021 time frame, the activ.a.c.¿ therapy system was removed and an alternate dressing was applied with the v.a.c.® dressing in place. This event is being reported as a possible use error as the v.a.c.® dressing was left in the wound which is not in accordance with manufacturer's recommendations. A device history record review and device evaluation could not be performed. Device labeling, available in print and online, states: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 9, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material (page 23) underneath the v.a.c.® granufoam¿ dressing to help minimize the potential of bleeding at dressing removal in these patients. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 11-nov-2021, the following information was provided to kci by the home health nurse: upon review of the patient's medical records, a wound culture was performed on (B)(6) 2021 with no receipt of the results to date.

Manufacturer narrative:
MDR-3009897021-2021-00278 submitted on 24-nov-2021 noted the following: b5 describe event or problem: on 19-nov-2021, the following information was provided to kci by the home health nurse: upon review of the patient's medical records, a wound culture was performed on (B)(6)2021 with no receipt of the results to date. Correction: b5 describe event or problem: on 11-nov-2021, the following information was provided to kci by the home health nurse: upon review of the patient's medical records, a wound culture was performed on (B)(6)2021 with no receipt of the results to date.